Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510k: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged from the handle indicating deactivation of the carbon dioxide (co2) cartridge. Powder was present on the exterior of the device and the catheters. Both returned catheters contained powder. The device was not tested as returned due to being previously deactivated. The co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. The catheters were attached to the nozzle and tested: one catheter sprayed as intended, the other catheter did not spray powder. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the report of unable to spray was confirmed. One of the catheters is clogged with hemospray powder. However, the device functioned as intended without the use of catheters and with the other catheter included in the return. A definitive cause for the occluded catheter could not be determined. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an upper gastrointestinal (gi) procedure for a biopsy of an ulcer, the physician used a cook hemospray endoscopic hemostat. The ulcer started bleeding from the biopsy site and the physician repaired with clips, injected the patient with heparin, and covered the ulcer with hemospray. When attempting to deploy the hemospray, it would not deploy. The physician removed the device and used another of the same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.